Event description:
Dad came out of room and said patient had disconnected IV. Patient was sitting on mom's lap and rn found t-connector had broken and was bleeding back. The t-connector was changed and the new connector flushes easily. This is the first of two events that happened with the same lot numbers and same device. The exact same thing happened. The second event happened two days later. The tubing was broken right at the needleless port connection. This device could not be tested. However a new extension set was opened from a different lot number. The tubing was pulled and manipulated to try to duplicate problem. The set that was tested held up to the abuse.